Event description:
It was reported that during a follow up in clinic, high defibrillation impedance was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.